Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. It was reported to intuvie that during preventive maintenance (pm) conducted at mckesson, the pump failed the earth resistance safety test with a recorded value of 1500 ohms. The acceptable passing range for this test is less than 500 ohms. The reported issue could not be confirmed. A review of the serial number history did not identify any similar complaints for this device. The root cause of the failure remains undetermined. Reference to complaint# (B)(4).

Manufacturer narrative:
This MDR will be reopened and updated in the event of the device being returned or additional information becomes available.

Event description:
Zyno medical, llc received a report that pump failed the earth resistance safety test with 1500ohms the test's passing range is less than 500ohms. No patient involvement was reported.